Event description:
(B)(4).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the MFR arjo hospital equipment (B)(4) on behalf of the importer (B)(4). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the MFR site arjo med (B)(4). As of (B)(4) 2010, that number was de-activated due to the site no longer being a MFR. Complaints related to this product are to be handled by arjo hospital equipment (B)(4) and any medwatch reports will be submitted. The device was inspected on-site by a rep of the MFR's sales and service unit subsidiary div, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.